Manufacturer narrative:
The field service representative (fsr) verified the belt slip. The fsr discovered excess grease from the main bearing which was fouling the belt, and pulley. He cleaned the surfaces with isopropyl alcohol, and then replaced the belt, and required parts that were recommended per the service manual. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump had a belt slip. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician observed there were no physical damage or issues with the components returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Updated block: d10.